Manufacturer narrative:
Vyaire complaint #: (B)(4). A third party service technician evaluated the ventilator for 6 days no problem was found the temperature found at 102 degrees. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
The customer reported that the ltv 1200 ventilator is getting hot and no lights. At this time, patient involvement associated with the event is unknown. There is no information regarding patient involvement associated with the reported event.